Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, tube pushes off the non-patient end of the acquisition collection device. Additionally, poor serum separation was observed. The event occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 21-jul-2025 investigation summary bd received six samples for investigation. The six customer samples were visually inspected for additive abnormality, one of these samples failed. Additionally, functional tests were conducted on the six customer samples to observe tube push off, and no issues were found. Furthermore, 20 retained samples underwent functional tests for tube push off, and no issues were observed as all samples met specification. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on customer sample analysis. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, tube pushes off the non-patient end of the acquisition collection device. Additionally poor serum separation was observed. The event occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.